Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that she ate fruit with dip and drank hot chocolate, and she was unable to remember if she bolused. She was instructed how to review her bolus history. She bolused 2 units of insulin for dinner but not for the hot chocolate and fruit with dip. Her blood glucose was elevated to over 500 mg/dl and she bolused 4 units of insulin. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.